Manufacturer narrative:
One device was received for evaluation as well as a photograph of the device. A visual inspection was performed which identified a crack on the edge of the minicap. The photograph also showed evidence of a crack on the tip of the minicap. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) minicaps were cracked. The cracked minicaps were discovered after they were placed on the patient¿s transfer set during setup for peritoneal dialysis (pd) therapy. The cracks were further described as approximately 2 millimeter breaks on the edge of the minicap. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. This statement replaces the previously reported ¿one device was received for evaluation as well as a photograph of the device. A visual inspection was performed which identified a crack on the edge of the minicap. The photograph also showed evidence of a crack on the tip of the minicap. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.¿